Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an under infusion during patient infusion in the emergency department - pediatric. The antibiotics were found to be not have fully infused, unclear if pump error or if pump was not restarted after dose of zofran was given. There was no report of patient injury or medical intervention associated with this event. No additional information is available.